Event description:
Nurse practitioner reported patient injected in nasal labial folds and cheeks has now developed an infection, sloughing off of skin and graying area with possible necrosis on right side only. It was also indicated that the lidocaine anesthesia on the right side was not as effective.

Manufacturer narrative:
During a follow up with nurse practitioner, it was reported both a topical and intra-muscular antibiotic were used for treatment of the area. Patient was healing and has no permanent scarring. A review of the device history records indicates that the reported lot #1004992, met all specifications. Radiesse dermal filler injections of the cheeks are considered an off-label use. The medical device report decision trees were completed for the FDA, when the complaint was first received and at the time it was determined filing was not required. However, in doing a second review of the complaint and MDR decision trees, an MDR will be filed with the FDA due to process improvements and seriousness of the infection (required an intra-muscular antibiotic). We regret the delay in the filing of this report.